Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that for probably the last 6 months the ins wouldn't hold a charge and now it was like it wasn't charging at all. They had an unrelated surgery the following day and asked the surgeon if they could replace the ins but the surgeon didn't perform ins surgeries. The patient was sent healthcare provider listings to discuss replacement. No symptoms or further complications reported.